Event description:
The customer reported that the device is missing ac power module and lithium ion battery. There was no patient involvement reported.

Event description:
The customer reported an ECG error with their device. There was no patient involvement reported.